Manufacturer narrative:
As reported, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, acute-appearing occlusive and partially occlusive thrombus both above and below the filter, and extensive bilateral dvt with thrombosis of the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf), and can spread up to the veins in the thigh. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). Factors that may have influenced the event include patient, pharmacological and lesion. There is no medical evidence of a causal relationship between the vena cava filter and the formation of new dvt and thrombosis. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, acute-appearing occlusive and partially occlusive thrombus both above and below the filter, and extensive bilateral dvt with thrombosis of the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Additional information was received and sections was updated to include patient information, device lot and updated description of event. As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, acute-appearing occlusive and partially occlusive thrombus both above and below the filter, and extensive bilateral dvt with thrombosis of the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records indicate that the patient was admitted with multiple pulmonary emboli and an optease filter was implanted via the right ij approach, below the renal veins, without reports of complications. There was no evidence of stenosis or thrombosis of the ivc. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Correction to (product code).

Manufacturer narrative:
Additional information was received and sections b5 (description of event) and h6 (patient code) was updated accordingly. According to the information received in the patient profile from (ppf), filter is embedded in the wall of the ivc, blood clots, clotting, and/or occlusion of the ivc, device unable to be retrieved. The patient also mentioned swelling in the legs to the point where the patient could not walk and went to the hospital to find that the ivc filter is clogged with clots. Due to the clots, the circulation is extremely bad which caused cellulitis, swelling and pain in the patient¿s legs. As a direct and proximate result of these malfunctions, the patient has psychological injuries or mental anguish and is limited as a mother and a person and feels there is no hope in removing the filter. The constant dvt and cellulitis have left the patient hospitalized three or four times in on year with a visit to the ER approximately a month ago. The hospital wanted to transfer the patient to another hospital but was unable to due to childcare.

Manufacturer narrative:
As reported, the patient had placement of the optease inferior vena cava filter. Per the medical records, the patient was admitted with multiple pulmonary emboli and an optease filter was implanted via the right ij approach, below the renal veins, without reports of complications. There was no evidence of stenosis or thrombosis of the ivc. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, acute-appearing occlusive and partially occlusive thrombus both above and below the filter, and extensive bilateral dvt with thrombosis of the ivc. Per the patient profile from (ppf), the filter is embedded in the wall of the ivc, blood clots, clotting, and/or occlusion of the ivc, device unable to be retrieved. The patient stated that there was swelling in the legs to the point where the patient could not walk and went to the hospital to find that the ivc filter is clogged with clots. The patient also stated that due to the clots, the circulation is extremely bad which caused cellulitis, swelling and pain in the patient¿s legs. The constant dvt and cellulitis have left the patient hospitalized three or four times in one year with a visit to the ER approximately a month ago. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. The DHR could not be completed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.